Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed. (B)(4).

Event description:
It was reported that catheter removal difficulties were encountered. A 14-4/5.8/75 xxl¿ vascular balloon catheter was advanced for dilation of a venous fistula. After the balloon was deflated, the balloon could not be pulled back through the sheath. The sheath was removed and then the balloon was withdrawn without the sheath. No patient complications were reported and the patient's status was fine.